Event description:
Broken/damaged- (B)(6) 2018 08:15:54 rfc_repairs (rfc_repairs) broken door (B)(6) 2018 09:10:17 dung v nguyen (dnguyen) replaced cover door was broken lower hinge. (B)(6) 2018 12:47:35 dung v nguyen (dnguyen) replaced u4 led on display board assy for missing segment. (B)(6) 2018 12:53:49 dung v nguyen (dnguyen) disregard note above. Replaced cover door was broken lower hinge. Replaced u2 led on display board assy for missing segment. (B)(6) 2018 13:04:39 ngoc t bui (nbui) * verified solder u3 on display board = pass (B)(6) 2018 13:06:31 ngoc t bui (nbui) * verified solder u2 on display board = pass this is corrected one (B)(6) 2018 07:59:52 annette a mendez (amendez) (B)(4).

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02897). This MDR resubmission now reflects the correct product registration number. This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn 13783120 which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. The customer stated that there was no patient involvement.

Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
Broken/damaged: on (B)(6) 2018 08:15:54 rfc_repairs (rfc_repairs) broken door. On (B)(6) 2018 09:10:17 (B)(4). Replaced cover door was broken lower hinge. On (B)(6) 2018 12:47:35 (B)(4). Replaced u4 led on display board assy for missing segment. On (B)(6) 2018 12:53:49 (B)(4). Disregard note above. Replaced cover door was broken lower hinge. Replaced u2 led on display board assy for missing segment. On (B)(6) 2018 13:04:39 (B)(4). Verified solder u3 on display board = pass. On (B)(6) 2018 13:06:31 (B)(4). Verified solder u2 on display board = pass this is corrected one. On (B)(6) 2018 07:59:52 (B)(4). (B)(4).